Event description:
It was reported that both the implanted leads had dislodged and pulled back to where the device was in the pocket as if they had been twiddled. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.